Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement. It was reported that the system became unresponsive while navigating. After reboot the system was unable to recognize the patient tracker. The surgeon opted to abort navigation as a result of the reported issue. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.